Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during the procedure, the physician stated that the guidewire (subject device) was "not feeling right" and fractured within another manufacturer's catheter. The wire and the catheter were removed from the patient body as one unit without any clinical consequences for the patient. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the device was confirmed to be in good condition prior to use, continuous flush was established and it appears to have been used as per the dfu. It was reported by the physician that the patient had a very tortuous anatomy, which possibly contributed to the reported friction and fracture of the guidewire, therefore, operational context was assigned to the event.

Event description:
It was reported that during the procedure, the physician stated that the guidewire (subject device) was ¿not feeling right¿ and fractured within another manufacturer¿s catheter. The wire and the catheter were removed from the patient body as one unit without any clinical consequences for the patient. No further information is available.